Event description:
Related manufacturer reference number: 2017865-2020-14752 new information revealed the pacemaker was wrongfully added to this event and should be connected to the right ventricular lead serial number (B)(6) model number 2088tc/58 in another report.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: (B)(4). It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the pacemaker and right ventricular lead was over-sensing myopotentials triggering noise reversion episodes and pacing inhibition. No programming changes or intervention were completed to address this issue. The patient was stable.